Event description:
During preventative maintenance (pm) of the machine, the clinician found the dialysate flow pressure relief valve to have loose screws which was causing leakage of dialysate. Fresenius refers to this as flow relief valve number 78. Contact to the manufacturer resulted in directions to replace the valve to fix the leaking. A disassembly to realign the membrane and retightening of the screws resulted in a short term repair. This will not address the loosening of the screws during heating and cooling, which appears to be the root cause of the issue. The manufacturer could not recommend any other fix, but did ask for us to file a complaint due to this being exhibited in all of our 2008t dialysis units. The MFR response: replace the pump with a new part.